Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the power cord has no power. As stated on the repair statement additional malfunction on this device: power switch has no alarm.